Manufacturer narrative:
Co is unable to conclude co's investigation for follow up #1 submission. A follow up report will be submitted by 6/11/1998.

Event description:
When blanket was removed from the pt, staff found a pool of blood. Estimate >750cc. Pt sent to ICU for transfusion. Staff unable to state if connection was loose.